Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix would not deploy without an excessive number of turns. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.